Event description:
During dental procedure 1 to 1.5 cm of tip of posterior universal hand scaler broke off in pt's mouth. Attempts to recover by suction were unsuccessful. Chest x-ray revealed aspiration into left lung. Object was surgically removed. Pt returned to home the same day.